Event description:
It was reported that a patient underwent a left thyroid lobectomy on an unknown date and a barbed suture was used. Two weeks post-op, the patient complained of pain in her right lateral neck. The patient was seen by the surgeon. The dermis in her right lateral neck had an area of irritation and a palpable site consistent with an emerging suture. The area was anesthetized, and the suture was uncovered with a tenotomy scissors. Erythema of the subcutaneous tissue between the skin closure and the emerging area could be seen. The barbed suture was then removed. The site of exit of the suture was distant from the closure. It was stated the entire thyroid team has a standard approach of closure where they bury the suture at the end of the closure. It appeared that the suture tracked subcutaneously from the closure site prior to seeking its exit. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Don't have it. Date of index surgical procedure? Dont' have it, approximately a month ago. The diagnosis and indication for the index surgical procedure? Thyroidectomy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Neck. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Don't have it. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes. Was at least one reverse stitch performed prior to closure? Don't know but they were trained to do so. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Don't know. What type of dressing was used? Dermabond. How was the suture extrusion managed? Explanation in the body of the email, written by surgeon. Please describe any medical/surgical intervention required for this suture event including dates and results. Explanation in the body of the email, written by surgeon. Please provide additional information on the adverse event experienced by the patient. What symptoms did the patient experience following the index surgical procedure? Onset date? Explanation in the body of the email, written by surgeon. Other relevant patient history/concomitant medications? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? He doesn't have one. What is the patient's current status? Don't know. Lot number? Don't have it. If applicable, will product be returned? If so, please provide the return date and tracking information. Product will not be returned, it has been thrown away. Investigation summary: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: the photograph shows a wound with inflammation and a suture section. The picture is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.